Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing noise episodes were observed on the right ventricular (rv) lead. The lead was explanted and replaced. During the procedure, insulation damage was observed near the suture sleeve. The patient's condition was stable and there were no adverse consequences.